Event description:
Surgical bed tilted over when positioned for lithotomy. Went through the distributor to contact co. Staff has no way of knowing legs (brakes) have lifted off ground. Problem is averted in one of two ways. Use the smaller transport leg section or put spacers in hydraulics to prevent table from going so low. The co says it will send out letters to direct users to use transport boards. This facility has choosen to have the spacers installed.